Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to stress applied to the device, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (pinhole on the distal end) was confirmed. It was observed there was a leakage due to a damaged distal end cover. In addition, service found there were white lines on the displayed image, the video connector case was cracked, and the adhesive on the bending section cover was chipped. Scratches were observed on the bending section cover, the control section, the grip, the up/down plate, switch button #1, the video connector, the light guide connector, the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had a pinhole at the distal end. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling from the objective lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.